Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue; scratched lens. It is unknown whether or not the display can read safely. This complaint is being reported because the reported issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: on investigation, the display lens was found to be scratched, but the display was clear and legible. Superficial scratches are considered cosmetic wear; insulin delivery is not affected.

Manufacturer narrative:
Follow-up #2 date of submission 04/03/2017 - correction to serial #.